Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised after multiple dislocations. As reported by rep: "bipolar component and femoral head component were re-sized and swapped out". Patient revised from a 26 +0 metal head and 44mm bipolar component to 26 +4 metal head and 43mm bipolar component. Bipolar/ head construct dislocated from patient's native acetabulum.